Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. The patient had a history of chronic pancreatitis. According to the complainant, during the procedure, a 1-1.2 mm sized stone was successfully entrapped inside the basket. However, when attempting to crush the stone, the pull wire detached from the handle and the tip of the basket failed to detach. The physician was unable to remove the trapezoid basket and the stone. The patient was taken to surgery two days after the procedure and the stone was successfully removed. The patient condition was reported to be good. Additionally, this device is not indicated for use within the pancreatic duct.

Manufacturer narrative:
A visual examination of the device found the distal portion of the wire basket assembly had been removed (including the basket and tip) and was not returned for evaluation. The side car-rx was found to present pushback out of specification. The device was disassembled by cutting the heat shrink at the distal end of the t-fitting exposing the wire and handle cannula. When the handle cannula was actuated, the pullwire was found to be broken near the distal end of the handle cannula. Both ends of the fractured pull wire were necked down and broken into "v" shape indicating that the wire had most likely sheared apart. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the pullwire broke. The device was used inside the patient¿s pancreatic duct; the directions for use (dfu) state the following: "caution: trapezoid rx wireguided retrieval basket is not intended for use in the pancreas.", therefore the root cause is user error a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints have been reported for the specified batch. A labeling review was performed and there is not enough evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. The patient had a history of chronic pancreatitis. According to the complainant, during the procedure, a 1-1.2 mm sized stone was successfully entrapped inside the basket. However, when attempting to crush the stone, the pull wire detached from the handle and the tip of the basket failed to detach. The physician was unable to remove the trapezoid basket and the stone. The patient was taken to surgery two days after the procedure and the stone was successfully removed. The patient condition was reported to be good. Additionally, this device is not indicated for use within the pancreatic duct

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the device found the distal portion of the wire basket assembly had been removed (including the basket and tip) and was not returned for evaluation. The side car-rx was found to present pushback out of specification. The device was disassembled by cutting the heat shrink at the distal end of the t-fitting exposing the wire and handle cannula. When the handle cannula was actuated, the pullwire was found to be broken near the distal end of the handle cannula. Both ends of the fractured pull wire were necked down and broken into "v" shape indicating that the wire had most likely sheared apart. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the pullwire broke. The device was used inside the patient¿s pancreatic duct; the directions for use (dfu) state the following: "caution: trapezoid rx wireguided retrieval basket is not intended for use in the pancreas," therefore the root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints have been reported for the specified batch. A labeling review was performed and there is information to determine that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. The patient had a history of chronic pancreatitis. According to the complainant, during the procedure, a 1-1.2 mm sized stone was successfully entrapped inside the basket. However, when attempting to crush the stone, the pull wire detached from the handle and the tip of the basket failed to detach. The physician was unable to remove the trapezoid basket and the stone. The patient was taken to surgery two days after the procedure and the stone was successfully removed. The patient condition was reported to be good. Additionally, this device is not indicated for use within the pancreatic duct